Event description:
It was reported that the system could not display a fluoroscopic image. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The camera needs to be replaced. The reported issue is currently under investigation.